Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners patient reported that they were seen for a consultation by their dentist. The dentist found that the patient presented with a class iii malocclusion, anterior open bite and flaring of their maxillary and mandibular teeth. It is recommended traditional fixed brackets with the extractions of teeth #5, 12, 21 and 28. Clear aligner treatment is not recommended due to the severity of this case. It is the dentist opinion that trying to complete the treatment without extractions would have resulted in a more severe open bite and increased flaring of the patient's teeth.